Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear on their power lead of their controller. The controller was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller power cables being damaged was confirmed via analysis of the returned system controller (serial number: (B)(6). Visual inspection of the returned system controller revealed that the outer jacket of the black power cable was torn near the strain relief on the connector side of the power cable, and multiple tears were also observed on the white power cable. During testing when the black power cable was manipulated at the location of the tear, no external power and low voltage alarms activated. The power cables were replaced with known working power cables and the issue resolved. After replacing the power cables, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was disassembled for visual inspection of the internal components and no issues were observed. The outer jacket of the black power cable was removed, revealing that several of the underlying wires were cut and the inner conductors were exposed; this resulted in an electrical short between the cable shielding and the exposed conductors. Further evaluation revealed that the exposed conductors could have potentially shorted to one another when the cable was flexed. The exposed conductors shorting to the cable shielding or the conductors shorting to one another, would have resulted in the observed no external power and low voltage alarms. The log file downloaded from the returned controller contained approximately 14 days of relevant data (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2020 at 13:13:56 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 28aug2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.